Manufacturer narrative:
Follow-up #1: date of submission 12/24/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the pump powered on with returned battery cap. There were three call service 147 occlusion alarms observed in the pump's black box on (B)(4) 2014. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusion alarms duplicated. The pump's force sensor passed a calibration test. The force sensor pins were seated and the solder connections were intact. Unrelated to the call service alarms, the battery compartment was found to be cracked. There was no evidence of contamination or cracked force sensor traces.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were receiving frequent occlusion warnings with multiple cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.